Event description:
The customer reported the device was unable to power up. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer reported the device was unable to power up. No pt involvement was reported. A philips fse evaluated the device and verified the failure. The issue was determined to be a failure of the energy select switch. The energy select switch was replaced to resolve the issue.